Event description:
On (B)(6) 2012, the customer reported to customer service that one of the screws came off of the transformer housing for her breast pump. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain add¿l complaint info and to get the product back were unsuccessful until (B)(6) 2012, when the customer indicated that the transformer housing was split open where one of the screws was missing. She did not know what happened to cause the screw to come out of the housing, but she tried to put it back in and it was as if the screw was stripped. She also indicated that she did not witness any sparking, flame or fire, that an injury was not sustained as a result of the issue, and that she disposed of the product. Because the product was disposed of, no conclusions can be made as to the cause of the event. However, a breach in the transformer housing is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Product samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.